Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro-endoscopy. Intra-op, while performing endoscopy, a black object appeared in the image, which made it difficult to perform the procedure. When the scope was moved, the foreign substance also moved. The black object was also visible when the image was out of focus. Moreover, something like water droplets could also be seen in the image. As it was unknown whether this issue was due to a sterility problem, sterilization was performed on the next day. After sterilization, it was found that the black object was not seen in the image in focus, but it was still seen in the image out of focus. It was unknown if there were any patient complications as a result of this event.

Manufacturer narrative:
Product analysis: visual inspection confirmed the endoscope was returned undamaged. Functional inspection did not reveal a black spot once the scope was hooked to the microscope. The scope appears to portray a clear image and function as intended. No fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was pre-operatively diagnosed with spinal canal stenosis. There was a delay in overall procedure time because it was difficult to see where the physician wanted to see. No patient complications were reported.